Event description:
It was reported that there was noise on the right ventricular (rv) lead channel and oversensing which resulted in stored non-sustained ventricular tachycardia episodes of this cardiac resynchronization therapy defibrillator (crt-d) system. Upon analysis of presenting electrogram (egm), during the stored episodes there was pacing inhibition on the rv channel of approximately 1.5 seconds. It was noted that the patient did not experience any symptoms or adverse events. Noise was reproduced with isometric testing in clinic. Rv lead revision procedure has been scheduled. Currently, this lead remains in service.

Event description:
It was reported that there was noise on the right ventricular (rv) lead channel and oversensing which resulted in stored non-sustained ventricular tachycardia episodes of this cardiac resynchronization therapy defibrillator (crt-d) system. Upon analysis of presenting electrogram (egm), during the stored episodes there was pacing inhibition on the rv channel of approximately 1.5 seconds. It was noted that the patient did not experience any symptoms or adverse events. Noise was reproduced with isometric testing in clinic. Rv lead revision procedure has been scheduled. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects or complications were reported.